Event description:
During a procedure, it was reported that suddenly an excessive noise was seen on all leads in both carto system and ep recording system. An error was displayed in stockert generator ¿catheter error¿. The cable was exchanged with no success. The navi-star¿ thermo-cool¿ electrophysiology catheter was exchanged and the noise disappeared however, an error 8 (eight) appeared, ¿no pacing routing¿. The patient interface unit (piu) was restarted and the problem was solved. The procedure was completed with no patient consequences. On (B)(6) of 2013, received additional information requested from the bwi representative stating that the noise was observed in all channels and in both systems simultaneously. The physician was not capable to interpret both signals. Due to this additional information, the event became reportable. Awareness date changed from (B)(6) 2013.

Manufacturer narrative:
Investigation is still in progress. (B)(4).